Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer who received lower readings with the adc device, as compared to unspecified capillary meter. The following comparison readings of 54 mg/dl and 62 mg/dl from sensor against 97 mg/dl and 93 mg/dl from capillary meter were provided. The pharmacist indicated that there was no adverse event due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.